Event description:
Incapacitating muscle pain (myalgia). Incapacitating joint pain (arthralgia). Case description: spontaneous report was received on 03-jun-2012 from a health care professional regarding a pt, initials (B)(6). The pt¿s medical history was not provided. On an unspecified date, the pt initiated synvisc (hylan g-f 20) injection, dose regimen not provided. The lot number of synvisc was not provided. On an unspecified date, the pt experienced incapacitating join pain and incapacitating muscle pain. It was reported that the pt ¿felt like my body was rejecting the medication¿ and pain worsened with time until treated with medrol (methyl prednisolone) dosepak. The action taken with synvisc treatment was not provided. The outcome for the events of incapacitating joint pain and incapacitating muscle pain and was not provided. Concomitant medications were not provided. The intensity for the events of incapacitating joint pain and incapacitating muscle pain was not provided. The relationship between synvisc and the events of incapacitating joint pain and incapacitating muscle pain were not provided by the reporter.

Manufacturer narrative:
The qa (quality assurance) investigation results were received on 06-june-2012. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR¿s comment: the benefit-risk relationship of the product is not affected by this report.